Event description:
It was reported that the battery of this pacemaker was suspected to be depleting prematurely. During recent routine follow-up the battery showed a remaining longevity of 4.5 years. It was noted that the patient had an atrial burden of 88% and paced 99% in the ventricle. A request was made to have data from this device analyzed. The pacemaker remains in service and no adverse patient effects were reported.